Event description:
The customer reported that the device was not completely sealing pt tissue during a pancreas resection. There was no pt injury. No further details are available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.